Event description:
This unsolicited case from united states was received on 23-sep-2016 from a health care professional (physician assistant). This case concerns a male patient (age not provided) who received treatment with synvisc one injection and later after unknown latency his temperature dropped to 92 degrees, had increased lactic acid and left knee effusion after few days. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On (B)(6) 2016, the patient received treatment with intra- articular synvisc one injection, once (batch/lot number: 5rse054 and expiration date: nov-2018; indication: not provided) in left knee. On an unknown date in 2016, few days after receiving injection, the patient had left knee effusion. On (B)(6) 2016, he was admitted to the hospital and had 100 cc of fluid taken out of his knee. The patient was seriously ill, although the culture came back negative for sepsis. On an unknown date in 2016, after unknown latency, patient's temperature dropped to 92 degrees and had increased lactic acid. Patient was in the hospital for about 1 week and they could not find anything specific and decided it had to have been the synvisc injection. It was reported that after a steroid shot in the knee patient started to get better. Corrective treatment: 100 cc of fluid taken out of knee and steroids for left knee effusion and not reported for other events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The production and quality control documentation for lot # 5rse054, with expiration date (11/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rse054, no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: hospitalization for all events additional information was received on 27-sep-2016. Ptc results were added and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 27-sep-2016: the additional information does not alter the previous case assessment sanofi company comment dated 28-sep-2016: this case concerns a patient who received treatment with synvisc one injection and later was hospitalized as his temperature dropped to 92 degrees and had increased lactic acid. Based upon the information available, a causal relationship between the suspect product and events has been assessed to be possibly related. However, lack of information regarding patient's medical history, concurrent condition, concomitant medications details and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited case from united states was received on 23-sep-2016 from a health care professional (physician assistant). This case concerns a male patient (age not provided) who received treatment with synvisc one injection and later after unknown latency his temperature dropped to 92 degrees, had increased lactic acid and left knee effusion after few days. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On (B)(6) -2016, the patient received treatment with intra- articular synvisc one injection, once (batch/lot number: (B)(4) and expiration date: nov-2018; indication: not provided) in left knee. On an unknown date in 2016, few days after receiving injection, the patient had left knee effusion. On (B)(6) 2016, he was admitted to the hospital and had 100 cc of fluid taken out of his knee. The patient was seriously ill, although the culture came back negative for sepsis. On an unknown date in 2016, after unknown latency, patient's temperature dropped to 92 degrees and had increased lactic acid. Patient was in the hospital for about 1 week and they could not find anything specific and decided it had to have been the synvisc injection. It was reported that after a steroid shot in the knee patient started to get better. Corrective treatment: 100 cc of fluid taken out of knee and steroids for left knee effusion and not reported for other events outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: hospitalization for all events. Pharmacovigilance comment: sanofi company comment dated 28/09/2016: this case concerns a patient who received treatment with synvisc one injection and later was hospitalized as his temperature dropped to 92 degrees and had increased lactic acid. Based upon the information available, a causal relationship between the suspect product and events has been assessed to be possibly related. However, lack of information regarding patient's medical history, concurrent condition, concomitant medications details and other risk factors precludes the complete medical case assessment.